Event description:
Constant pain in left thumb, aggravated by activity approx 2 yrs after implantation. Explantation.

Manufacturer narrative:
The pt was outside the scope of treatment. Many complications due to state of disease (carpal tunnel, stage IV arthritis, bone spurs etc.) Freedom from pain cannot be expected as the cmc spacer does not address stt arthritis.